Event description:
Baxa corporation was made aware of a user order entry error that lead to a patient injury. The hospitial reported that while using baxa order entry software product 'tpn pc+' to formulate a chemotherapy compound for a patient, the hospital mistakenly selected normal saline measured in meq rather than in ml. This resulted in an incorrect solution being made, which was delivered to a patient. This may have resulted in a patient receiving vein damage.